Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18 mm amplatzer talisman pfo occluder was chosen for implant using a 9f talisman delivery system. The sheath was not in the patient for a significant period of time. During the procedure, the patient received aspirin and heparin, and the activated clotting time (act) was reported as 270. No underlying hematologic disorders, systemic illness, or contributing medications that could predispose to hypercoagulability were identified. It was noted that thrombus was observed throughout the device on visual inspection, with threads reported as present; however, the material was not described as unusual in shape or fiber-like. The occluder was not fully released or implanted, and it was resheathed and removed without continued use. The procedure was completed using a new 25-18 mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.